Event description:
It was reported that the device was fractured. The target lesion was located in the liver area. A renegade fathom-16 was selected for use. During preparation, when the device was flushed, it was noted that the hub was fractured. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A guidewire returned stuck in the device. The device was inspected for any damage or irregularities. The device showed stretching and a fracture located 1cm from the hub. The guidewire in the device could not be removed due to the stretched area on the catheter shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The device was confirmed for stretching and a fracture.

Event description:
It was reported that the device was fractured. The target lesion was located in the liver area. A renegade fathom-16 was selected for use. During preparation, when the device was flushed, it was noted that the hub was fractured. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.